Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was locked out and the server was down. A technical support specialist rebooted the esprod server, which had not been rebooted since 1/26/2025 and this allowed access to the es server webpage, and med-room began communicating with the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was locked out and server down. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.